Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. An infusion site change was performed after the first occlusion alarm and an additional occlusion occurred the following day. The customer's blood glucose (bg) levels ranged between 180-300 mg/dl and insulin deliveries were resumed to address the bg level of 300 mg/dl. A supply change was performed to address the occlusion alarms.